Event description:
It was reported that a large volume infusor underinfused; after approximately 24 hours, there was no visible signs of balloon deflation. The device contained ropivacaine 0.2%. The device was removed and droplets of ropivacaine were observed exiting the flow restrictor. The device was reattached; however, the device did not deflate. There was no report of patient injury; however, the patient received a bolus push through the catheter to resolve the event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.